Manufacturer narrative:
The reported event of failure to interrogate was confirmed via provided device records. Based on the information provided, it was determined that the device was unable to be found by the programmer. The root cause of the event could not be determined with the information available.

Event description:
New information received indicates that the event was observed during interrogation before magnetic resonance imaging procedure and the patient is in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's pacemaker unable to be interrogated. No intervention was performed. Patient status was not reported.